Event description:
During an implant procedure, the leadless pacemaker (lp) was unable to be released from the delivery catheter. The lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.